Manufacturer narrative:
Age at time of event: approx. 60. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an intervention procedure, a vessel perforation occurred. The target lesion was located in the superficial femoral artery popliteal near the knee joint. Access was gained contralateral up and over the sfa. Atherectomy was performed with the jetstream xc atherectomy catheter for approximately 4 and a half minutes when the patient experienced pain. The physician did an angiographic run and noticed a perforation of the popliteal artery near the knee joint. Dilation was performed with a 4x40mm balloon and held to try to tamponade. At that point, it was still appeared to be leaking so he placed a 5x100mm stent and then post dilate it with a 5x40mm balloon, held it for approximately 5 minutes. He then felt like that was fixed. He finished the treatment session and fully treated the sfa with two lutonix balloons. He did another picture and that is that the perforation still appeared to be open. He went back with a 5x40mm and a 6x40mm balloon and held for a 6 minute interval, an 8 minute interval, and then a 10 minute interval. Another 5x50mm stent was placed just distal to the last stent and post-dilated with a 6x40mm balloon. The bleeding was stopped. The patient had a hematoma. No additional patient complications were reported and the patient status is fine. Post procedure the physician noted that when he was doing the initial atherectomy, he did not double check the wire and the wire inadvertently selected a collateral off the popliteal. The perforation occurred in the collateral.